Event description:
End user's wife called stating that the seat on her husband's 9780 shower chair had allegedly cracked across the seat. No injury. Replacement unit being sent. The cracking seats are a known issue with invacare, it is being looked into.